Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had unresponsive esc and act buttons. The customer's blood glucose level was reported to be 400mg/dl. No further information.